Event description:
A physician reported that a patient was double skin tested in the forearms on 04/19/1997 and 05/02/1997. She received her first treatment with two formulations of collagen on 05/15/1997 in the glabella, nasolabial folds and periorbitallines. On 05/16/1997, the patient developed redness and swelling at one of the skin test sites; she was seen on 05/19/1997; the physician instructed the patient to continue ampicillin she was taking for an unrelated condition. On 05/27/1997, the patient developed redness and swelling at the glabella. On 05/29/1997, the patient presented with persistent symptoms; the physician diagnosed a hypersensitivity. The physician prescribed zyrtec and expressed material from the test site but was unsure if the material was pus or collagen. On 06/02/1197, the patient presented with persistent symptoms; atarax was prescribed. On 06/02/1997, all treatment sites were red, swollen and itching.